Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the device exhibited far r-wave over-sensing and post-paced t-wave over-sensing. There were inappropriate automatic mode switch episodes due to the far r-waves being over-sensed on the atrial channel. Programming changes were made. The patient was in stable condition.

Event description:
New information received that the implantable cardioverter defibrillator exhibited more post-paced t-wave over-sensing episodes when interrogated in clinic on (B)(6) 2021. No programming changes were reported. The patient was in stable condition.